Manufacturer narrative:
The customer had a third patient with a discrepant result for e2. Patient came on (B)(6) 2018 for her day 3. The e2 result was 32.34 pmol/l. The patient came back on (B)(6) 2018, and the e2 result was 9217 pmol/l. The result was reported outside of the laboratory and the nurse asked to repeat it because it was too high. The sample was repeated the same day, same test tube and got a repeat e2 result of 517 pmol/l. It was asked if there was any adverse event, but the information was not provided. There was no alarm. The analyzer was running okay. The first patient with the initial hcg value of 6.56 uim/ml accompanied by a data flag, was advised to stop taking progesterone and estrace. The investigation is ongoing.

Manufacturer narrative:
The field service engineer assisted the customer with bleaching/decontamination of the analyzer. After decontamination of the analyzer, the customer stated that quality controls were within range. The customer stated that they had another issue with hcg. No further details were provided.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with the elecsys hcg test system and a sample from a second patient tested with the elecsys estradiol iii assay on a cobas e 411 immunoassay analyzer. A sample from the first patient initially resulted with an hcg value of 6.56 miu/ml accompanied by a data flag. This value was reported outside of the laboratory to the physician. The patient was told to stop mediation based on this result and come back after two days. A second sample was then collected from the patient and tested on (B)(6) 2018, resulting with an hcg value of 2883 mui/ml. The first sample was then repeated, resulting with an hcg value of 1374 miu/ml accompanied by a data flag on (B)(6) 2018. A sample from the second patient initially resulted with an estradiol value of >11010 pmol/l on (B)(6) 2018 accompanied by a data flag and this value was reported outside of the laboratory. The sample was repeated with an automatic dilution of 1:10, resulting with an estradiol value of 1480 pmol/l on (B)(6) 2018. The sample was repeated a second time without dilution, resulting with an estradiol value of 23.20 pmol/l on (B)(6) 2018. No adverse events were alleged to have occurred with the patients. The hcg reagent lot number was 319814. The estradiol reagent lot number was 319816. The reagent expiration dates were asked for, but not provided. The field service engineer replaced the measuring cell of the analyzer. He did not see anything wrong with the instrument. Calibration and controls were tested and these passed.

Manufacturer narrative:
The field service engineer ran performance testing on the analyzer. He also ran a blank cell calibration and performed the photomultiplier tube high voltage adjustment.

Manufacturer narrative:
The field service representative found the customer would often find traces of blood at the top of the tubes when removing caps. There were visible clot stands inside the gel of the serum separator tubes. The samples were allowed 15-20 minutes to clot instead of the tube manufacturer¿s recommendation of at least 30 minutes for coagulation. The instrument performance testing was completed within acceptable range. Based on the service report, a hardware and instrument issue was not identified. The investigation did not identify a product problem. The cause of the event could not be determined.